Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with implant of an afx2 bifurcated stent graft, an afx vela suprarenal proximal extension, and an afx limb stent graft distal extension. Approximately five and a half (5.5) years post initial procedure, the patient presented with a potential type iiib endoleak as detected per CT (computed tomography) scan. The physician elected to treat the patient by implanting two (2) ovation ix distal extenders on (B)(6) 2022. The endoleak was successfully resolved and the patient is reportedly stable.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the reported type iiib endoleak (of the bifurcated stent graft) and additional endovascular procedure are confirmed. This is consistent with the reported adverse event/incident. The clinical evaluation also shows reasonable evidence to suggest aneurysm sac growth (of 14.6mm) occurred that was not included in the event as reported. This finding was discovered during an examination of the 64-month post implant CT (computed tomography) scan. It was also noted that there was a rupture pre-index procedure, which is a cautionary product use condition. Procedure-related harms, device, user, procedure, or anatomy relatedness of this event could not be determined with the medical records available for review. The final patient status was reported to be in stable condition. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx2. Corrections: h6 health effect - clinical code; remove 1924. H6 investigation finding codes; remove 3233. H6 investigation conclusion codes; remove 11.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with implant of an afx2 bifurcated stent graft, an afx vela suprarenal proximal extension, and an afx limb stent graft distal extension. Approximately five and a half (5.5) years post initial procedure, the patient presented with a potential type iiib endoleak as detected per CT (computed tomography) scan. The physician elected to treat the patient by implanting two (2) ovation ix distal extenders on (B)(6) 2022. The endoleak was successfully resolved and the patient is reportedly stable. Additional information: clinical assessment identified significant aneurysm enlargement (greater than 5mm) also occurred in addition to a pre-existing aortic rupture (cautionary product use condition).